Event description:
It was reported that the device had dim segment on the led display. Although requested, further information was not provided. Npr - no product returned.

Manufacturer narrative:
The reported issue that the device had dim segment on the led display could not be confirmed. No device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. The customer stated that there was no patient involvement. Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action.

Manufacturer narrative:
The reported issue that the device had dim segment on the led display could not be confirmed; no device history or qn search was performed since no source device serial number was reported by the customer. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. The customer stated that there was no patient involvement. Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had dim segment on the led display. Although requested, further information was not provided. Npr - no product returned.